Manufacturer narrative:
After knowing this event, safe orthopaedics asked additional information to the surgeon/distributor (B)(4) because none information about cages reference were sent and we also asked them to return our products. Informations were transferred by our distributor on july the 27th of 2015 clarifying cage reference concerning this event. A manufacturing analysis has been carried out on cages DHR showing that their manufacturing were conform. Pictures were sent to us, so we analyzed them and we could draw 3 conclusions: two different size of cage were used, a complete rupture for one cage, a partial rupture for the other. Preliminary conclusions of safe orthopaedics are that these ruptures are abnormal if the surgical guie is well followed. In addition to this, two sizes of cage were used, and during the second try, the smallest range was used, we suggest that the intervertebral space wasn't well prepared.

Event description:
During a surgery at (B)(6), two cages broke while their introduction. Pictures were sent to us without additional information. These cages were dismissed and replaced by a straight one. This event had no consequences for the patient.